Manufacturer narrative:
B3 date of event: date of first month study commenced used as event date is unknown d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation ha, f.j., et al. (2025) procedural and clinical outcomes of pulsed field ablation for atrial fibrillation in female patients: an observational study at a large tertiary centre in australia. Journal of interventional cardiac electrophysiology. Doi.org/10.1007/s10840-025-02167-9. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that multiple serious injuries occurred. A retrospective, single center study was conducted from november 2022 to june 2025 evaluating procedural outcomes for patients undergoing pulse field ablation (pfa). Procedure summary, five hundred and sixty-four (564) patients were enrolled in the study and underwent pfa via the farawave catheter. Femoral venous access was obtained and transseptal access was performed under transesophageal echocardiogram guidance. Intravenous heparin was administered following transseptal access. Pulmonary vein isolation was performed using the farawave catheter and the procedure concluded. Event summary: of the 564 patients enrolled in the study two (2) experienced procedural cardiac tamponade. Four (4) patients experienced stroke, transient ischemic attack occurred in three (3) patients, vascular complications occurred in three (3) patients, pericarditis occurred in fourteen (14) patients, four (4) patients experienced pulmonary edema, one (1) patient experienced hemolysis, and transient renal impairment occurred in eight (8) patients. Patient status: one (1) patient required dialysis. No further information on the status of the patients is available.